Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The manufacturing date and expiration date of the lead are not available. Concomitant product: 8042u, ipg, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient died approximately one month after the implant of their implantable pulse generator (ipg). It was noted the patient died of ventricular fibrillation due to infection. The source of the infection is not known. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices.